Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing. High lead impedance of greater than 2500 ohms and an apparent lead fracture were also noted. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing. High lead impedance of greater than 2500 ohms and an apparent lead fracture were also noted. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead. Impedance, high lead(s), fracture of oversensing shock, inappropriate.